Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history as alert 07. There was no reported adverse impact. The issue resolved before contacting technical support, as the customer used non-tandem charging supplies to fix the problem. Tandem advised against using third-party supplies unless directed for troubleshooting.